Event description:
On (B)(6) 2016, leica biosystems received information that a request to re-biopsy a patient was made by the pathologist because while performing the tissue staining, the block of tissue was exhausted. There is currently an investigation on-going and a follow up report will be submitted when more information or an investigation conclusion becomes available. Patient identifier information has not been provided, to date. On 23 june 2016, the leica manufacturer provided additional information for this event (8020030-2016-00029): in addition to importer MDR 1423337-2016-00004, this separate report is being filed because slides were re-tested on this instrument (serial number (B)(4)) with the same outcome.